Manufacturer narrative:
Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: dog chew marks, missing display window cover, cracked keypad overlay, cracked case corner of belt clip rails, broken reservoir tube lip, missing reservoir tube o-ring. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack at the back. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.